Event description:
A pt reported blood glucose results of 218mg/dl, 193mg/dl and 105mg/dl with a lifescan meter, performed within 10 mins of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20%and /or<=20mg/dl, thereby indicating a potential malfucntion opf the meter of precision. Meter was replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.